Event description:
During an endoscopic variceal ligation (evl), the physician used two (2) cook 6 shooter saeed multi-band ligators. It was reported that the bands were not elastic and wouldn't grab onto the tissue. The physician pulled the scope out and fired a couple bands from the first device on the table and observed that they weren't round and were instead curled up. Same thing happened with both devices in that case (second device didn't make patient contact and just had the problem observed on the table). The procedure was completed with a third device from the same product number. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The complaint was confirmed based on the 2 photos received. In the first photo it could be seen that 3 of the 6 deployed bands did not constrict as normal but appeared to be in a knot. The second photo shows 1 of 2 deployed bands did not constrict as normal but appeared to be in a knot as well. No other details could be determined from the two photos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment.corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.